Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Per legal manufacture,r investigation was updated to reflect results of device evaluation. Due to no potential adverse event codes the complaint was converted to non-reportable.

Event description:
The customer reported to olympus, during the colonoscopy, the physician was maneuvering the colonoscope when a loud pop was heard and angulation was out. The diagnostic procedure was completed using the same equipment without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found reduced angulation and a broken celling plate. The right/left knob was clicking. The control knob angle wires became stretched. The plastic distal end cover had a minor dent. The objective lens was peeling on cement. The light guide lens was peeling on cement, and the bending section cover glue was cracking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.